Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, it was noted that the valve was too small resulting in paravalvular leak (pvl). The valve was pulled into the ascending aorta using a snare. A 29 mm valve was successfully implanted resolving the pvl. The patient was hemodynamically stable. No adverse patient effects were reported.